Event description:
An (B)(6) patient sample collected on (B)(6) 2008 gave a result of >40 million copies/ml. A second sample collected from the same patient on (B)(6) 2009 gave a result of <3200 copies per ml. Both samples were retested on (B)(6) 2009 and gave similar results; 35,214,848 copies/ml for the first sample and <3200 copies/ml for the second. Liver profiles done on both samples were "the same". Sample is not available for additional testing to rule out sample mix up. There has been no report of adverse health consequences as a result of this incident. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog number: 02554338. Each sample gave results consistent with the initial result when re-tested. Each run was valid, with negative, low positive and high positive control results within the acceptable ranges and with no errors in the event logs. The laboratory received an aliquot of the sample for testing. The liver tests done on the same days as the original (B)(6) tests match either other and the clear yellow color of the specimens are the same when compared. No conclusions can be drawn. Suspect sample mix-up but cannot be confirmed.